Event description:
Related manufacturer reference number: 2017865-2023-16630. It was reported that the patient presented for magnetic resonance imaging (MRI). It was found that both the patient's atrial and right ventricular leads were found to have sustained insulation breaches. It was elected to add silicone sleeves to mitigate the lead damage on 15 mar 2023. There were no patient consequences.